Event description:
The clinic reported that a pt with amblyopia and high hyperopia treated for a laser vision correction in both eyes presented at the eight month post-operative examination with an under-correction in both eyes. The pt's post-op bcva is od 20/30 and os 20/30.

Manufacturer narrative:
(B)(4). Service was not requested by the clinic for this issue. Clinical development manager and amo medical monitor discussed the outcomes with the clinic. It was discovered that the site has two doctors that were not certified with the use of the visx system. Certification training is being scheduled for these doctors.